Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv pacing lead was beyond the expected upper range, a r-wave amplitude measurement issue and the criteria for the rv lead integrity alert were met. It was noted there were five non-sustained tachycardia episodes with v-v intervals < 220 ms from (B)(6) 2016 to (B)(6) 2016; 64719 v-sics since last session 29 days ago, the rv pace impedance was steady at approximately 381 ohms through (B)(6) 2016, then rose out of range by (B)(6) 2016. The r-wave amplitude was steady at approximately 9.6mv through (B)(6) 2016, then dropped to less than 7mv starting (B)(6) 2016. The lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricular sics and on (B)(6) 2016 for ventricular sics and nsts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed a fast increase to high pacing impedance measurements, along with a decreased amplitude of the measured sensing during the same period of the increased impedance and rv oversensing with an elevated sensing integrity counter (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the proximal and distal conductor of the lead developed a fracture due to flexing while in vivo, and the outer insulation was ruptured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.